Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set fell off during use leading to hyperglycemia. The blood glucose level was 30 mmol/l at the time of event and the patient got treated with saline fluids and correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-04308- device 2 of 2. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04307. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. Upon review of the event description and assigned malfunction code- adhesive failure user application error, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination. Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion. Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.